Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, the device did not staple. The procedure was completed by suturing. No patient consequences were reported.